Event description:
A journal article was reviewed that contained information regarding this device and leads. The patient presented with "decreased energy levels and frequent headaches." Increased thresholds, possible fracture, and high impedance were noted on both the atrial and ventricular leads. The leads were reprogrammed via the device. Four months later, the thresholds and impedance had again risen. The rv lead was repaired and the device was replaced. At 11 days postoperatively, the patient reported "marked improvement" in energy levels. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "salvage of a failing bifurcated bipolar epicardial lead with conductor fracture." Annals of thoracic surgery.90(2):649-651.